Event description:
Information rec'd indicates the head section is all the way down and will not go up electrically or manually.

Manufacturer narrative:
The technician found the head up valve was stuck. He replaced the head up valve to repair the bed.